Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted during testing. The insulin pump was also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 700 mg/dl at the time of incident. The customer's blood glucose was 40 mg/dl at the time of call. The customer's blood glucose was 472 mg/dl at the end of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they treated the low blood glucose with food. The customer stated that they experienced nausea with the high blood glucose. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.